Manufacturer narrative:
Event description suggests the target device as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. A physical examination could not be carried out as the device was not available for evaluation. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. The usage of the ¿new¿ drill guide sleeve (B)(4) (improved drill guiding feature) instead of (B)(4)may ease the distal locking procedure. Regarding mis-drilling the operative technique has already been modified by ecn (B)(4). Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure.

Event description:
The surgeon inserted a 125deg gamma short nail into the patient. The nail went through up to the stage of the distal locking. Surgeon proceeded to dynamic mode. The drill section could not be intersected. Could not drill all the way to the bone. This prevented distal locking. Surgeon suspected a marginal misalignment error (possibly to the mm). The procedure was not affected as another sized nail was selected.

Manufacturer narrative:
Device will not be returned.

Event description:
The surgeon inserted a 125deg gamma short nail into the patient. The nail went through up to the stage of the distal locking. Surgeon proceeded to dynamic mode. The drill section could not be intersected. Could not drill all the way to the bone. This prevented distal locking. Surgeon suspected a marginal misalignment error (possibly to the mm). The procedure was not affected as another sized nail was selected.